Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number was not provided. Concomitant med products and therapy dates: motor device, (B)(6) 2019. This event is associated with MFR#1045834-2019-54791. Reference 1045834-2019-54791 for report 1 of 2 which contains the motor device for this report. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from belgium that the attachment device while being used with a motor device were defective and warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device bearing was worn. The device also failed pretests for temperature and vibration. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.